Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a reverse shoulder arthroplasty revision approximately one (1) year post-implantation due to glenoid component fixation failure/loosening. Bone graft was utilized underneath the glenoid baseplate in the primary procedure. No further information is available.

Manufacturer narrative:
Cmp-(B)(4). Foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the baseplate to glenoid interface failed. The patient was revised. No further information has been made available at this time.